Manufacturer narrative:
H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 26jun2023. The basket became difficult to open and close during retrograde intrarenal surgery (rirs). The device was tested in both a coiled and uncoiled position. A laser was not used at the same time as the device. The patient's anatomy did not keep the device from opening and closing.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g). Event description: as reported, during retrograde intrarenal surgery (rirs), the basket of the ngage nitinol stone extractor became difficult to open and close. It was able to open and close properly when it was in a straight passage, however, when in the kidney (in a curved position), it was difficult to open/close the basket. When functioned, there was a loud "clack" sound. The device was used approximately three minutes before it was "broken". The user completed the procedure by using another ngage stone extractor. Prior to use, the device was tested in both a coiled and uncoiled position. A laser was not used at the same time as the device. The patient's anatomy did not keep the device from opening and closing. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device were conducted. A document-based investigation was also performed including a review of, complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ngage nitinol stone extractor was returned in a baggie with label attached, but no other packaging. The basket sheath was kinked/buckled approximately 7mm from the yellow support sheath. The handle would not actuate basket formation. A review of the device history record found twenty non-conformances for basket/grasper will not open/close. All twenty devices were scrapped. All devices in the lot are tested for proper functioning during manufacturing and at subsequent quality control checks. All devices that passed the inspections were found to be within specifications. A review of complaint history records shows seven other complaints associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the device master record (dmr) and DHR suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. The instructions for use (IFU), does not provide any information related to the reported issue. The returned device was found to have a basket that would not open due to sheath damage. The issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Due recent similar complaints, a CAPA was opened to capture the root cause investigation. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a ureteroscopy (urs) procedure, the basket of the ngage nitinol stone extractor was difficult to open and close. It was able to open and close properly when it in a straight passage, however, when in the kidney (in a curved position), it was difficult to open/close the basket. When functioned, there was a loud "clack" sound. The device was used approximately three minutes before it was "broken". The user completed the procedure by using another ngage stone extractor. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Postal code: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.